Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The subject device was evaluated and the reported issue of "foreign material/residue found on the device" was confirmed. Evaluation noted and confirmed that foreign material adhered to the device. However, evaluation noted the cause of the residual foreign matter could not be determined. Review of the device history record ( DHR) of the device, confirmed that the device was shipped in accordance with its specifications. Based on investigation results, the root cause of the reported failure could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had foreign material/residue found on the device. The issue occurred during sedation for a diagnostic biopsy procedure. The device was inside a patient at the time. The procedure was prolonged for less than thirty minutes and was completed using the same device. There were no reports of patient harm.